Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, threshold measurements had increased. A boston scientific technical services consultant documented and discussed the reported observations. No adverse patient effects were reported.

Event description:
It was reported that the lead safety switch had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, threshold measurements had increased. A boston scientific technical services consultant documented and discussed the reported observations. No adverse patient effects were reported. It was reported that a revision procedure was performed and the atrial lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.